Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements; the acoustic lens was peeled; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the bending section cover was detached and cracked; the acoustic lens had a scratch; and the protector of the universal cord on the control section side also has a scratch. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the image on the evis lucera ultrasound gastrovideoscope was partially missing the echo display and the ultrasound image. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the ultrasound probe was damaged. This report is to capture the reportable malfunction of the ultrasound probe defects noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.